Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or additional information become available, a supplemental report will be issued.

Event description:
It was reported that, "the patients hip replacement liner had broken and revision was required".